Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device not returned for evaluation. A device history review cannot be performed since there is no lot number available. The investigation could not be completed; no conclusion could be drawn as no product was received.

Event description:
Consultant reported: patient implanted in (B)(6) 2002 at an unknown hospital with depuy fusion construct at l3-l5, returned to operating room on (B)(6) 2012 for removal of 6 screws and 2 rods of depuy ''moss/miami'' system due to adjacent level disc disease. Surgeon removed all hardware and revised to matrix plif -levels l2-l5. During the revision, the surgeon was unable to remove one locking cap from the screw, so was unable to relocate the screwhead for placement of the transconnector. The surgeon completed the procedure without placing a transconnector. Event 3 of 3 for (B)(4).